Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va0kf19, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had an infection. It was stated that the implantable neurostimulator (ins) site in the patient¿s hip had gotten very sore and red in the last few days prior to report. It was noted that the incision was sore and the patient couldn¿t lay on their left side the night prior to report. The patient¿s spouse said that it looked like it might be infected. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.